Manufacturer narrative:
Patient identifier, date of birth, and weight not available for reporting. Date of device breakage and non-union is not known. 510k: this report is for an unknown screw. Part and lot numbers are unknown; UDI number is unknown. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Hospital telephone not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the received x-rays the non-union and the breakage of the screw cannot be definitely confirmed. Finally without material it cannot be defined if this complaint is confirmed. Complaint will be re-opened in case material is coming back or further information is received. Only based on the complaint description, without material, without knowing the article- and lot number no investigation is possible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported patient underwent an open reduction internal fixation (orif) on (B)(6) 2016 with a variable angle condylar plate and unknown quantity of screws. Seven (7) months post-operative it was determined patient has a non-union. Medical safety officer (mso) review of the x-ray provided reveals the second screw on the proximal end is broken. No revision procedure is currently planned. Concomitant devices reported: condylar plate (part number unknown, lot number unknown, quantity 1), screw (part number unknown, lot number unknown, quantity unknown) this report is for one (1) unknown screw this is report 1 of 1 for (B)(4).